Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a coronary angioplasty procedure. Reportedly, the clip was fired, but hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported failure to achieve hemostasis was confirmed based on returned device condition. Damages noted to exchange sheath, garage leaves, fex-guide and vessel locator wings appear to be related to the operational context or the procedure. Conclusive cause for failure to achieve hemostasis could not be determined. The need to apply manual compression appears to be related to operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities/exceptions issued to the reported lot. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on a visual and functional inspections/ analysis of the returned device and record review, there is no indication of a product quality issue with respect to manufacture, design or labeling. Additionally, five sterile, unused starclose se devices with the same part and lot number as the used complaint device were returned for evaluation. Functional testing was performed on the returned devices and all sterile devices performed as expected with no anomalies noted and the clip was deployed successfully for each device. Based on review, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.